Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the lead was returned in two segments, having been severed approximately 136 millimeters (mm) from the terminal pin. The segments were measured and their total length equaled 607mm, indicating a segment of the lead may not have been returned. Resistance testing was completed and found the segments of lead were electrically continuous. No conductor coil fractures were visualized. Analysis did not identify any issues with the two segments of lead that were returned that would have caused or contributed to the observed high impedance measurements. The is-1 ID tag was noted to be cracked and buckled in two places. We have received previous reports of the is-1 ID tag becoming damaged over time and we continue to monitor these reports. As of today, no corrective actions have been determined to be necessary for this issue.

Event description:
It was reported that this right ventricular lead was surgically explanted due to high, out of range pacing impedance measurements. Additionally the physician reported difficulty was encountered removing this lead from the patient's vasculature due to fibrosis. Surgical tools were used to remove the fibrosis material from the lead and it was successfully extracted the lead was returned to boston scientific and analysis is complete. No adverse patient effects were reported.